Event description:
The report received from the registry indicated that approximately two months post stenting procedure; focal in stent restenosis was identified. The index procedure was an elective procedure to treat one lesion, the main indication for the intervention was an anterior non st elevated acute myocardial infarction. The patient has two-vessel disease; however, only one lesion was treated during the index procedure. The target vessel is a saphenous vein graft leading to the distal left anterior descending artery (dlad), the lesion was in the distal anastomosis. The de novo lesion was 15mm long with a 2.25 reference vessel diameter, timi flow was iii and the lesion presented 95 % diameter stenosis. The de novo lesion was concentric with smooth contour; however, the vessel presented excessive tortuosity with an angulation between >= 45 degrees & <90. There was little to none calcification. No thrombus, and was classified as type b2. The lesion was successfully pre-dilated to 6 atmospheres (atms) then was treated with a 2.25x18 mm cypher stent, which was deployed at 16 atmospheres. Then to fully expand the stent, post-dilation was conducted to 16 atms. Post procedure, the lesion presented timi iii flow and 0% stenosis. The procedure was completed without any complication or adverse event to the patient. The patient was discharged the following day, there was no injury or adverse events reported at the time of discharge.

Manufacturer narrative:
Approximately 30 days post stent implant, the patient presented with angina pectoris. There was no treatment administered and the patient continued on discharge medications. Approximately two months index procedure, the patient again presented with angina pectoris. Because of the recurrent angina, a coronary angiography was conducted. Angiography results showed instent restenosis focal (in stent <10mm length) with a 90% diameter stenosis and timi iii flow. The stenosis extended from the left internal thoracic artery (lita) to the lad. In addition, intravascular ultrasound was conducted and the stent appeared under-expanded. As a result, balloon angioplasty was performed producing 0% stenosis. The event was resolved without sequels and the patient was discharged the following day. The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.